Manufacturer narrative:
The evaluation noted that revision reported was likely the result of aseptic (non-infected) loosening of the femoral component, which led to pain. The most probable root cause associated with the reported event of "loosening - femoral" is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Event description:
As reported, the patient presented after 10 years complaining that his knee was ¿hurting¿. The surgeon went in to investigate and found that the femoral prosthesis was in fact loose. Patient was last known to be in stable condition following the event. The device is not available for evaluation as it was disposed by the hospital.